Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while the device was being applied on the stomach, antrum area, the surgeon was able to press the green button but the device was not able to fire and the surgeon was not able to squeeze the handle. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The visual inspection and functional evaluation of the devices had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while the device was being applied on the stomach, antrum area, the surgeon was able to press the green button but the device was not able to fire and the surgeon was not able to squeeze the handle. The doctor used another single used loading unit reload to resolve the issue and complete the case. No patient injury.